Event description:
Boston scientific crm received information that following implant this device detected high out of range atrial pacing impedances.

Manufacturer narrative:
Technical services suspected that one of the setscrews was not down. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.